Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 2mm pre-existing pericardial effusion was seen prior to the start of the procedure. A watchman trusteer access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The 27mm wds was prepped, advanced, and successfully deployed in the laa. Post procedure, after removing the sheath from body the pericardial effusion was observed to have grown to 5mm. The patient was monitored, and no intervention required to treat the effusion. The patient recovered and was discharged home the next day.